Event description:
On 4/10/2008 the pt reported that the adhesive of his infusion sites do not stick to his body. He stated that the adhesive falls off within 1-3 days of use. He reported that he recently moved and attributes the issue to humidity. He also reported that he works outside and it is "very dusty and dirty." He has had no changes to body products and does not have an excess of body hair at the infusion site. He uses an alcohol wipe to prep the infusion site prior to insertion. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.